Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-02388, and 3005099803-2011-02442 for the other associated device information. It was reported to boston scientific corporation that a three jagwire guidewires were attempted to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2011. According to the complaint, during unpacking for the procedure, three guidewires were removed from their packaging and the doctor noticed that some part of the tip was not intact. There was no damage reported to the packages. A fourth jagwire was used to complete the procedure with no patient complications. The patient's condition has been described as "stable." On (B)(6) 2011, investigation results revealed that the tip had detached, making this a reportable event.

Manufacturer narrative:
Although the exact patient age is unknown, the patient is (B)(6). (B)(4). A visual examination of the returned device revealed that part of the pebax on the distal tip had detached, exposing the tip of the core wire. The ptfe jacket showed no evidence of being damaged and there was no damage found to the corewire. It is important to mention that the event happened during the procedure and there is no alleged damage in the wire prior to its insertion. The device was slightly scrapped at the distal tip section and remnants of adhesive were found indicating that the poly was properly attached to the corewire. It is possible that during removal of the device from packaging hoop, the device may become hung up on the edge of the dispenser tube and may have been pulled against resistance that compromises the integrity of the tip, thereby causing the damaged reported. Additionally the remnants of adhesive found indicate that the poly tip was properly attached to the corewire. Therefore, "handling damage" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.